Event description:
Customer reports multiple incidents of difficulty rinsing renalin from the psn 170 dialyzer. It was reported that it takes an increased amount of time and an extra liter of saline to rinse renalin from the dialyzer. It was noted that the units in question were not used on any pt. No pt injury or medical intervention was reported per customer.